Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the egia60amt was initially set on idrvultra1, however, after approach to the tissue it was changed for egia45amt. After the first firing by use of egia45amt was done with no problem, the doctor tried to load the same egia60amt again for the second firing but it could not be rotated and loaded on the same idrvultra1. The egia60amt was bent and considerably deformed toward the rear side of the anvil. After procedure when a supplier and a scrub nurse fixed this deformed one to the straight again, it could be loaded normally on the idrive handle and adapter. The operation was completed with egia45amt with no problem. The operating time was not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding. No problem in release of device from tissue. Patient info: gender: unknown, age: unknown, weight: unknown note: the customer did not report if reinforcement material was used or not.